Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer reported a leak at the site where the infusion set of the insulin pump connects to the customer's body. The customer also reported a bent cannula or needle. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).